Manufacturer narrative:
Name: abbvie inc., country: united states of america, street: 1 north waukegan road, city: north chicago, state: il, zip code:60064. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient faced an event where tube pulled completely out of the abdomen.